Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. Testing of the device was not able to duplicate the problem condition. The hv module was replaced to resolve the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72" and "defib fault 109" messages. Complainant indicated that there was no patient involvement in the reported malfunction.